Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. The applicator was successfully tested and then inserted into the patient's lung. When attempting to ablate, they received a high reflected power message. No ablation had been applied as of yet. The applicator was exchanged for another one and they also exchanged the solero unit in order to complete the procedure. The patient experienced a pneumothorax during this event.